Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the brachial artery. The 75% in-stent restenosed, 15mm in length, eccentric shaped target lesion was located in the mildly calcified, non-tortuous, 2.5mm in diameter distal left anterior descending artery. There was a significant bend in the lesion approximately 45 degrees or less. The maverick 2 monorail 20mm x 2.5mm balloon catheter, being used for predilatation, was advanced with no significant resistance to the lesion. The maverick ruptured when the inflation pressure reached 10atms after being inflated for approximately 10-15 seconds. The device was removed intact. The procedure was completed with another maverick 2 monorail balloon catheter. No patient complications were reported and the patient¿s status is stable.